Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer. Interrogation of the device revealed the device was above the elective replacement indicator when received. The charge timeout notification timestamp showed that the charge timeout triggered the patient notifier as expected. The capacitor was sent to manufacturer. Analysis revealed cracks in the anode plates. The propagation of anode cracks within the stack is consistent with high leakage current and charge time out. The reported event of slow charge time was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, slow charge time was noted on the device. The device was explanted and replaced. During device exchange, the physician noted insulation damage on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences. Related manufacturer report number: 2938836-2019-13948.